Event description:
It was reported that a patient underwent a orthopedic procedure on an unknown date and barbed suture was used on the subcuticular/subcutaneous layer. The surgeon reported delayed wound healing and possible surgical site infection. The suture in the fat layer appeared to be pitting up right below the skin and the patient complained of discomfort. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lease provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Lot number for stratafix spiral monocryl plus - sxmp1b111? Lot number for stratafix spiral pds plus - sxpp1b411? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the stratafix spiral monocryl plus sxmp1b111 suture used? On what tissue was the stratafix spiral pds plus sxpp1b411 suture used? How was the suture originally tied (multiple knots, square knot, etc.)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Other relevant patient history/concomitant medications? Please describe any medical/surgical intervention/medication required for this suture event including dates and results. Did the patient undergo re-operation? If yes, what was the appearance of each suture? Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Was any drainage present in this wound? If yes, how much and what type? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports: 2210968-2022-00122.